Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of femoral component due to patient knee pain. Doi: (B)(6) 2015 for the insert; doi: (B)(6) 2013 for the femur and cement dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed: 0 non-conformances on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search found 2 additional reports against the provided product and lot combination, however there were no additional reports related to pain. Total for lot number : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.